Event description:
The case concerns a patient who is experiencing dementia. The patient was taking hyalgan for osteoarthritis of the knee joint. They received their first hyalgan injection in may 2001 and their last in june 2001 (fourth injection was a week late). Concomitant medications included zestril, angiopine, nimodrel, nifedipine, influenza vaccine, paracetamol and aspirin. The patient's relevant medical history included essential hypertension. Osteoarthritis of knee joint, back pain - sacro iliac joint, soft swelling at top of right thigh thought to be a soft lipoma and a risk of chd. In 2002, after starting hyalgan 20mg/2ml once a week for five weeks, the patient visited their physician who stated they had experienced sleepiness nd gradual memory loss over the previous six months. The reporting physician stated "they seemed vague and not on the ball". The event is ongoing and the reporting physician has stated that the patient's dementia is possibly related to hyalgan.